Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during advancement of an embolization coil, a lot of resistance was encountered and the coil detached in the microcatheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The coil implant was the only component received for evaluation. Inspection of the implant revealed a bend at the marker band and proximal glue bond section. This bend would have resulted in an oversized effective diameter, which could have caused increased friction during advancement or retraction. Based on the investigation findings, the separation of the implant is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the monofilament.